Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) was paired to the ilet bionic pancreas using an incorrect pairing code while the sensor was in warmup with the dexcom app; troubleshooting and education were completed, no alerts or alarms were reported, and pairing of the sensor was successful after correct pairing code was input. The user experienced a blood glucose peak of 221 mg/dl without associated signs or reported adverse effects. Outcomes included no hospitalization and no medical intervention beyond user guidance. User support included customer interview and device use review. Investigation of this case revealed user error related to incorrect sensor pairing and configuration, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with labeling.